Manufacturer narrative:
An additional warning has been added to the instructions for use as follows: "all instruments should be visually inspected for wear prior to use."

Event description:
Surgeon was performing posterior fixation and during final tightening of the screw did not hear or feel a click on the torque limiting instrument. He continued to tighten the tip of the driver broke off in the screw. Surgeon had to drill it out with other suppliers' instruments to remove it. This added approximately 20 minutes to his procedure. The procedure was completed successfully with the additional driver supplied in the kit.